Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04977, for the associated device information. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii footswitch were used during a colonoscopy on (B)(6) 2009. According to the complainant, at power-up the system provided no output power. There was no pad fault error and the issue occurred in monopolar mode at every setting. The procedure was completed with the same forceps and active cord and a competitor's generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).